Event description:
Report received of a tubing separation. The tubing set was noted to be separated between the proximal anti-siphon valve and the remaining portion of the tubing. The nurse noted the separation prior to opening the package. Though requested, no additional information was available.